Event description:
Reportedly, a 23mm aortic valve was explanted after an implant duration of approximately 4 months (4.4 months) due to symptoms of dyspnea and respiratory failure. Through follow up with the health care provider, the following information was provided: patient has a history of infection. After explant of the edwards device, the patient was released from the hospital on (B)(6) 2013 and readmitted on (B)(6) 2013 under a protocol for infection. The source and type of infection has not been disclosed. There was no allegation that the infection was from the ew device.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source and type of infection have not been disclosed and there has been no allegation the edwards device was the source. The device will not be returned due to the infection and without return of the device, we are unable to conclusively determine root cause for explant of this device.

Manufacturer narrative:
Device not returned. It was indicated the device was available for return but it has not been received. Attempts are being made to retrieve the device for evaluation. The patient was reported to have a history of infection before and after implant and explant of this device; however, the source and type of infection has not been disclosed. No additional information has been provided.

Manufacturer narrative:
Customer report of infection could not be confirmed based on visual observation. Host tissue was minimal at both the stent inflow and outflow. Vegetation was observed on the outflow and inflow of leaflet 1 and the outflow of leaflet 2. Commissure 2 wireform was exposed on the outflow. Wireform was exposed on the inflow between commissure 1 and 2 and midpoint of leaflet 2 to midpoint of leaflet 3. Most of sewing ring was cut off and not returned with the device. The x-ray demonstrated commissure 3 wireform was distorted, as well as wireband between commissure 2 and 3. Method: x-ray. The device was received for decontamination at our (B)(4) facility on (B)(6) 2013. Evaluation was concluded on (B)(4) 2013 and we were unable to confirm customer's report of infection. Device available date was not previously populated with the device available for evaluation date. This has been updated with the received date of (B)(6) 2013. (B)(4).

Manufacturer narrative:
The device was originally indicated as not available for return. However, the hospital has released the device and it was received by our office in (B)(4) for decontamination and repacking for return to our product evaluation lab in the u.s. Tasks pending. Evaluation results will be reported under follow up MDR.